Event description:
It was reported that the patient presented for a follow-up visit, a loss of capture on the left ventricular lead was observed. A chest x-ray found the lead to be dislodged. The lead remained implanted.

Manufacturer narrative:
Expiration date has been corrected from u to 7/31/2017.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
New information noted that the lead was explanted and replaced on 2/9/2015. The patient was noted to be stable throughout the procedure.

Manufacturer narrative:
.